Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose level was 1000 mg/dl at the time of the incident. The customer's current blood glucose was 244mg/dl. The customer reported fell out of bed and couldn't get up and was hospitalized due to diabetic ketoacidosis and treated the blood glucose with an intravenous insulin drip and manual injection. Troubleshooting was performed and the customer indicated that the pump was under-delivered and the pump's time / date was incorrect in the pump setting. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump was not in auto mode at the time of the incident. No further patient complications were reported. Customer was advised that the product will be replaced. The customer will discontinue the use of the device. The product will be returned for failure analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b3-date of event, b5 and h6 with this report.

Event description:
Customer reported having a high that started on (B)(6) 2022 and being hospitalized on (B)(6) 2022 for high blood glucose over 1000mg/dl and diabetic ketoacidosis. The symptom customer had was pain in the feet and falling out of bed and not being able to get up. Time and date were both incorrect on the pump. Customer said there were changes to programming recently. Customer alleged under delivery. Pump failed displacement test. Pump was used at the time of the incident. Per customer, auto mode was not used. Per customer, sensor was not used. Customer was not returning the pump for analysis but for upgrade.